Event description:
Patient's mother contacted dexcom technical support on (B)(6)2015 and claimed that on (B)(6)2015 the patient experienced a hardware failure. Dexcom technical support advised patient to perform reset on device. The patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and the plastic window is damaged. A review of the downloaded receiver log found no errors related to the issue. The reported event of a hardware failure was not confirmed. The device was determined to be operating within the required specifications without malfunction.